Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that when the 3cg wire was removed from the PICC, they noticed there was a section broken off. They were able to navigate the PICC down into position after extensive manipulation of her arm and with flushing. When the 3cg wire was removed from the PICC, the end was fully intact (3cg copper-colored tip was visible) but was s-shaped. The wire was then placed on the max barrier while finishing applying the dressing. When the 3cg wire was picked up to be placed into the sharps container, it was observed that a section was broken off. The end piece had not been touched other than placing the entire wire onto the max barrier. The broken section was found on the floor beside the bed so it must have broken off. There was no report of patient harm.